Event description:
It was reported the client was unable to session synch with the programmer. The programmer has been enabled to session synch, but it was not connecting to the internet. An error message was occurring. No patient involvement or complications were reported..

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported the client was unable to session synch with the programmer. The programmer has been enabled to session synch but it was not connecting to the internet. An error message was occurring. No patient involvement or complications were reported.